Manufacturer narrative:
The device was discarded by the distributor. The lot number was not provided; therefore, a device history record review could not be completed. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified.

Event description:
It was reported that the catheter was received damaged during shipment. The catheter was in a large box, there was no packing and the shipping tube broke in half. There were no patient complications.